Event description:
(B)(6) study. It was reported that thrombosis occurred and the closure device did not seal. A left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds). The closure device was successfully implanted with a complete seal and deployed device diameter of 31 mm. The patient was discharged one day post procedure with a prescription for aspirin and warfarin or vitamin k antagonists. Three months post procedure at a follow up examination it was noted via transesophageal echocardiogram (tee) that the closure device did not have a complete seal. 467 days post index procedure, (B)(6) 2022, the patient experienced paroxysmal atrial fibrillation. A tee and electrocardiogram (EKG) were performed as diagnostic tests for the atrial fibrillation. The tee revealed the closure device did not completely seal the laa and there was a device leak of 5mm. A small, mobile, laminar echodensity on the surface of the closure device was also visualized and was determined to be a thrombus. The patient was given apixaban and eliquis to treat the device related thrombus. On (B)(6) 2022, a computed tomography showed no presence of thrombus. No patient complications were reported.

Manufacturer narrative:
Device analysis: the returned device consisted of a 35mm watchman flx implant in a sealed jar of unknown liquid. The fabric, anchors, and struts were visually and microscopically inspected. Several of the struts were observed to be broken. No other damage or defect of the device was identified. The results of a pathology report found no thrombus present on the device. Product analysis and the pathology report could not confirm the reported events of implant did not seal, implant movement, and thrombus as clinical circumstances could not be replicated.

Event description:
Option study. It was reported that a thrombus occurred and the closure device did not seal. A left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds). The closure device was successfully implanted with a complete seal and the procedure concluded. The patient was discharged one day post procedure with a prescription for aspirin and warfarin or vitamin k antagonists. Three months post procedure at a follow up examination it was noted via transesophageal echocardiogram (tee) that the closure device did not have a complete seal. 467 days post index procedure, (B)(6) 2022, the patient experienced paroxysmal atrial fibrillation. A tee and electrocardiogram (EKG) were performed as diagnostic tests for the atrial fibrillation. The tee revealed the closure device did not completely seal the laa and there was a device leak of 5mm. A small, mobile, laminar echodensity on the surface of the closure device was also visualized and was determined to be a thrombus. The patient was given apixaban and eliquis to treat the device related thrombus. On (B)(6) 2022, a computed tomography showed no presence of thrombus. No patient complications were reported. It was further reported that the patient was admitted to the hospital on (B)(6) 2022. A thoracotomy, cryoablation, pericardiotomy, and closure device explantation were performed. On (B)(6) 2022, the patient fully recovered and was discharged.

Manufacturer narrative:
B5 event description updated.

Event description:
Option study. It was reported that a thrombus occurred and the closure device did not seal. A left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds). The closure device was successfully implanted with a complete seal and the procedure concluded. The patient was discharged one day post procedure with a prescription for aspirin and warfarin or vitamin k antagonists. Three months post procedure at a follow up examination it was noted via transesophageal echocardiogram (tee) that the closure device did not have a complete seal. 467 days post index procedure, (B)(6) 2022, the patient experienced paroxysmal atrial fibrillation. A tee and electrocardiogram (EKG) were performed as diagnostic tests for the atrial fibrillation. The tee revealed the closure device did not completely seal the laa and there was a device leak of 5mm. A small, mobile, laminar echodensity on the surface of the closure device was also visualized and was determined to be a thrombus. The patient was given apixaban and eliquis to treat the device related thrombus. On (B)(6) 2022, a computed tomography showed no presence of thrombus. No patient complications were reported. It was further reported that the patient was admitted to the hospital on (B)(6) 2022. A thoracotomy, cryoablation, pericardiotomy, and closure device explantation were performed. On (B)(6) 2022, the patient fully recovered and was discharged.